Event description:
It was reported that the pump requested a minimum of 50 units with multiple cartridges during the load process. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, the eval is not yet complete. A supplemental report will be submitted upon completion of the eval.